Manufacturer narrative:
D4 UDI, e4, and d6b explant date were inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae(cardiac arrest/hematuria/major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 74 year old male on impella cp for acute myocardial infarction. During support, it was reported that the patient had bleeding of an unknown source and received blood products and also experienced hematuria. Additionally, the patient coded today while receiving a CT scan. The patient was given blood due to chest tube output and the anticoagulation was being held. The patient's outcome was unknown.